Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h10. Additional contact details: (B)(6). Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
N/a.

Manufacturer narrative:
No UDI is provided as no model, catalog, serial number for the affected device have not been provided.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a leak occurred and blood was seen in the helium tubing. The initial insertion was reported to be femoral on (B)(6) 2023. The iab was then reinserted on (B)(6) 2023. This insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer stated that within the 24 hours prior to the leak, four catheter restriction alarms had occurred with patient movement. It was also noted that a gas loss in iab circuit alarm had been generated while the patient was asleep. The iab was removed on (B)(6) 2023 and a new one was inserted to continue therapy without further issue. It was also reported that the cardiosave intra-aortic balloon pump (iabp) in use at the time had blood that entered the console through the helium line. There was no patient harm or adverse event reported. This report is for the intra-aortic balloon pump used in this event. The intra-aortic balloon catheter is being reported separately in mfg. Report # 2248146-2023-00721.